Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half- height drawer 2 was off the bus. The field service engineer (fse) inspected pyxibus module controller and found that no communication to drawer controller 2.2 via diagnostic light-emitting diodes. The fse installed a replacement drawer controller and reconfigured the system. Operation was tested in the application and hardware test application diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height main drawers 2.1 and 2.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.